Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak could not be determined from the limited films provided. The anatomy pre-implant and during implant were not available for review and comparison, and the CT images which initially reported the distal type I endoleak were also not available. There was lack of stent graft apposition seen along the distal 1 or 2 stent ring length of the limb, with contrast seen within the aneurysmal left iliac artery. The amount of possible migration could not be determined. It is possible that this was caused by disease progression or aneurysm morphology/remodeling changes.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two months post index procedure a CT revealed that the endurant ii stent graft left limb had a distal type I endoleak. It was reported that the limb appeared to have migrated proximally creating a loss of seal. The physician attributed the event due to aneurysm remodeling. The physician elected to implant another manufacturer's stent graft extending into the left external artery, and the endoleak was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.